Event description:
Zoll sales representative indicated: "his account has bad ap batteries" ((B)(4)) and requested a replacement. No adverse event reported.

Manufacturer narrative:
Device has not been returned for investigation. A supplemental report will be filed if it is returned. No adverse event reported.